Event description:
Event description guidant received information that the model 0154 lead displayed impedance measurements that were elevated and out-of-range. Thresholds have also increased. The model 4513 lead displayed elevated thresholds.